Manufacturer narrative:
One medfusion pump was received with no physical damage. The event history log was reviewed and there were acu watchdog and primary audible alarm post errors in the history. Start-up, flow and occlusion tests were performed. The reported issue was unable to be confirmed, so the cause was unable to be determined. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary audible alarm background. There was no reported adverse event.

Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. There was an acu watchdog and primary audible alarm post error in the event history log (ehl). The alarm was not reproduced during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventive measure. The pump passed all functional tests following standard preventative maintenance.